Manufacturer narrative:
Keeping UDI partial as no details available. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported by the customer via emergency support program that a patient died on cardiosave intra-aortic balloon pump (iabp). The device had unable to calibrate fiber-optic sensor alarm followed by an acute drop in augmentation. The customer was unsure if the augmentation drop correlated with blood pressure. They exchanged the pump to resolve alarm and flushed catheter but was sluggish. Called clinical support line at 1:54 am est but esp team member could not make contact with (B)(6) (the bedside nurse.) Between the call back time, patient became unresponsive and code blue called. Patient was given acls for an unknown period of time and obtained rosc. Customer exchanged balloon catheter, keeping pump 2 in use. The original catheter was accidentally disposed of. Momentary stabilization of patient after acls and unable to calibrate fiber-optic sensor alarm resolved. However, augmentation dropped again, patient became unresponsive and code blue was called for a second time. Family decided to not escalate care and patient passed away at 3:44 am est. The patient had been admitted to the unit after stenting, diagnostics, and balloon pump placement in the ccl. The patient had severe aortic stenosis, mitral regurg, tricuspid regurg and counterpulsation therapy was started as a bridge to tavr during the workup process. Customer was unsure of the patient¿s ef or ci but agreed the patient had multiple cardiac diagnoses contributing to poor function.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. Corrected fields: e3, g2. The pump was exchanged following the ¿unable to calibrate fiber-optic sensor¿ alarm, and the catheter was flushed due to sluggish flow. After rosc was achieved, the balloon catheter was exchanged, resulting in temporary alarm resolution. Clinical support provided education that the alarm is typically related to catheter function or patient hemodynamics rather than pump malfunction. Biomed was advised to assess the pumps and contact clinical support for field service evaluation if needed, and rental options were provided.

Manufacturer narrative:
D9 and h3 were filled incorrectly in the initial emdr. The product is returning for failure investigation. Hence d9 and h3 fields should be blank and will be updated in the supplemental emdr along with the investigation findings once investigation is completed. Updated fields - b2, b4, g3, g6, h2, h11. Corrected fields - b7, d9, d10, g2, h3. Complaint record ID (B)(4).

Manufacturer narrative:
Updated fields: b4, d4 (lot, UDI, and exp date), d9, g3, g6, h2, h3, h4 h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter. The optical fiber was found to be broken within the membrane approximately 25.7cm from iab tip. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: e3, h6 (medical device problem code and type of investigation). The pump was exchanged following the ¿unable to calibrate fiber-optic sensor¿ alarm, and the catheter was flushed due to sluggish flow. After rosc was achieved, the balloon catheter was exchanged, resulting in temporary alarm resolution. Clinical support provided education that the alarm is typically related to catheter function or patient hemodynamics rather than pump malfunction. Biomed was advised to assess the pumps and contact clinical support for field service evaluation if needed, and rental options were provided. As the alarm state frequently occurs within specific hemodynamic conditions (hypotension) while therapy is provided, and as evidenced by the narrative, was a result of the patient condition. As such, the cardiac arrests reported are not attributed to the sensation plus iab catheters, the cardiosaves or the therapy. Further, escalation of care was electively declined by request of the patient¿s family. As such, the death reported is not assigned to the sensation plus iab catheters, the cardiosaves or therapy. With no malfunction or new hazard identified, escalation of this complaint is not warranted.

Event description:
N/a.